Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2218-70, serial: (B)(6), batch: 7096779. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 565680.

Event description:
It was reported that patients spinal cord stimulator leads had migrated and was not able to get enough pain relief. It was noted that the implantable pulse generator (ipg) was missing a screw or lost in a header. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted lead will not be return as it was disposed at the facility.